Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. Reportedly, the contact believes that the bg level was due to the supplies being on the 3rd day of use and needing to change the supplies. The bg level was addressed with a bolus and a supply change.